Manufacturer narrative:
Zoll has not yet received the zoll console in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during patient use, the zoll thermogard xp ivtm console displayed error message "coolant empty". The nursing staff added more distilled water in the collant well up to the "max" level and tried to restart the console. The error message did not clear. They switched to another temperature management system (type not provided) to continue treatment. No patient sequelae was reported. No additional information was provided.

Manufacturer narrative:
The thermogard xp was evaluated and serviced at the customer site on (B)(4) 2016. The reported event was confirmed during the review of the archive data. The review of the archive data showed error messages, mid:09 (air trap assembly) and tcmid:06 (cooling engine post failure). The micro controller was defective and was replaced to resolve the issue. A functional test and electrical safety test were performed on the thermogard xp. The device met all testing criteria with no further issue. Serviced at customer site.